Manufacturer narrative:
(B)(4). The device involved is pending evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: while infusing, the pump was found to have smoke coming from the pump itself and it was hot to the touch. The infusion was stopped. It was indicated there was a small amount of smoke observed at the back of the pump with a burnt electrical odor. Vancomycin 1 gram reconstituted in 250ml of 0.9% sodium chloride was infusing at the time. The volume to be infused was 250ml at a rate of 167ml/hr. There was no injury to the patient

Manufacturer narrative:
(B)(4). The device involved was received for evaluation. The incoming battery measured 1.6v. The failed 12v battery was replaced. The log review shows on (B)(6) 2018 and 9:23am a dc power-on and at 9:28am an infusion start of 167ml/hr and 264ml. At 9:28am a low battery warning occurred. On (B)(6) 2018 and 6:01am the pump powered-on with se 75, 123, indicating a previous unexpected pump power down. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by the user facility: while infusing, the pump was found to have smoke coming from the pump itself and it was hot to the touch. The infusion was stopped. It was indicated there was a small amount of smoke observed at the back of the pump with a burnt electrical odor. Vancomycin 1 gram reconstituted in 250ml of 0.9% sodium chloride was infusing at the time. The volume to be infused was 250ml at a rate of 167ml/hr. There was no injury to the patient